Event description:
It was reported that a user experienced intermittent dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet, characterized by intermittent glucose readings, and was advised that bluetooth connectivity issues can cause this behavior and that readings typically resume after a brief interval. No reported adverse clinical symptoms were reported. Outcomes included no impact to health beyond temporary interruption of cgm data display. User support included troubleshooting and education on bluetooth connectivity and expected reconnection behavior. Investigation of this case revealed intermittent communication loss consistent with external transmitter-to-receiver bluetooth interruption without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user environment or external communication interference.